Manufacturer narrative:
There is insufficient evidence to determine an instrument malfunction with the beckman analyzer. The issue was isolated to this patient. The initial, repeat, and redraw results were consistent. The instrument correctly flagged the results. No service was performed on the instrument. The reagent manufacturer was notified and an investigation has been initiated. (B)(4).

Event description:
The customer reported false low lidocaine patient results on their au680 clinical chemistry analyzer. The results were reported out of the laboratory. The patient expired. Quality control (qc) results were within laboratory¿s established range prior to and after the event. On 30dec2019, quality assurance (qa) investigator received notification from the customer stating the patient most likely expired due to lidocaine toxicity directly related to the false low patient result.